Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a influence infast system on (B)(6) 1999 to treat stress urinary incontinence and cystocele. It was alleged the plaintiff suffered serious bodily injuries, including painful sexual intercourse, difficulty urinating, vaginal pain, burning and infections.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.